Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the reported difficult to remove issue could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.

Event description:
It was reported that during a filter retrieval procedure of a vena cava filter through tortuous vein, the snare was allegedly failed to retrieve the vena cava filter because the filter was placed at the bent vein. It was further reported that the hook of filter was embedded in the vessel wall. Reportedly, the filter remained in the patient's body. There was no reported patient injury.